Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient states all of a sudden they are not able to urinate like they used to. Patient states this started a few weeks ago, maybe in may. Patient called back about same issue, see call summary. Patient said hasn't noticed any improvement in retention symptoms. Patient said that when last made during last call, increased setting from 3.3 to 4.9. Reviewed general programming guidance including how setting affect stim longevity. Patient will call back later after charges external devices to review how to switch programs. Agent received call from patient in regards to wanting to switch programs. Agent reviewed and walked the caller through the steps of changing programs. The caller confirmed that they were able to adjust to a comfortable level , and will track/monitor their symptoms. The caller repeated the same information in regards to not being able to urinate like they used to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.